Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they were having a spot that haven't heal completely since the surgery . Patient stated it is uncomfortable for them when they need to bend or sit. Patient stated that they didn't have any pain from the battery or from the shock of the implant and that the pain was just soreness in their muscles. Patient stated that they have had improvement on their symptoms. The patient was redirected to their healthcare provider to further address the issue. Reviewed device education. Reviewed device specifications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.